Manufacturer narrative:
This report is submitted on november 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at the implant site that resulted in a breakdown of the skin flap. The patient was treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. There are plans to reimplant the patient at a later date.